Event description:
It was reported that the bd nano¿ 2nd gen pen needle there is no insulin flow. The following was received by the initial reporter: verbatim: consumer reported when taking injection, no insulin flows stated, sometimes when priming, no insulin flows

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle there is no insulin flow. The following was received by the initial reporter: verbatim: consumer reported when taking injection, no insulin flows. Stated, sometimes when priming, no insulin flows.

Manufacturer narrative:
H6: investigation summary. A complaint lot history check was performed on lot # 1292783 for needle clog. This is the 4th. Related complaint for needle clog on lot # 1292783. A review of risk management document (B)(4), revision 12, indicates that the potential risk of this specific reported incident (nano pro pen needle: needle clog) was captured and addressed. Investigation summary: no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.